Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). A complete under sensing of af lead to a reading of ventricle greater than atrium beats. Different reprogramming options were discussed with the caller. The field representative mentioned the non bsc right ventricular (rv) lead has its terminal pin plugged to the right atrial lead port from the bifurcated rv lead. Some days afterwards it was discussed that the patient went into true ventricular arrhythmia and tachy therapy mode was not programmed to monitor and therapy, but afterwards a successful shock was delivered. Reportedly, the patient was having a procedure, therefore they likely had a magnet in place on the ICD and once they pulled the magnet, the device delivered therapy. Technical services (ts) noted some intermittent under sensing of the ventricular fibrillation, but not enough to delay therapy. The ICD remains in service. No additional adverse patient effects were reported.